Event description:
A report was received that when the patient was in the recovery room after the procedure and the patient's stimulator was turned on and was set on high, the patient got electrocuted. The patient developed a new back problem and had to use a cane to get around. The patient ended up staying in the hospital for a week.